Event description:
In 2007, a hospital reported that a patient, who had been wearing surevue lenses for many years and had not had an exam by an eye care professional for more than 10 years was found to have in the right eye, keratitis with stromal opacities and extended limbal vascularization. The patient's visual acuity in the right eye was 20/50. The patient was using optifree solution. The lot number and availability of product was not provided in the report. The reporting hospital was contacted multiple times for additional information; at this time no additional information has been provided. Based upon the limited information provided, we can not rule out that a serious injury occurred. The adverse event in the left eye is documented in report# 1033553-2008-0007. We will provide any additional information within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.